Event description:
It was reported that (2) devices were used during a hemiorrhoidectomy. It was reported by the affiliate that only half of the pph01 staples formed. Another device was used to complete the case. There was no consequence to the pt.